Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control; therefor parts and service is not available. Physio recommended that the device permanently be removed from service and that a replacement unit be obtained. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional information about the reported issue. The device has not been returned to physio-control for evaluation. Physio performed a clinical review of the file using the information available; however there was insufficient information to determine if the device use contributed to the outcome of the patient. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device continually prompted the end user to "connect electrodes" even though a set of therapy electrodes (brand and expiration date unknown) were connected to the patient. A backup device was obtained and connected to the patient within approximately 30 seconds. The customer did not report whether or not the same therapy electrodes were used on the patient, or if a new set was also obtained. The customer did not report if any shocks were delivered to the patient using the backup device. No further details about the patient or the event were provided. The patient, (B)(6), did not survive the event.